Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that there is elevated potassium results. 5.4. Customer stated that they are receiving elevated potassium results. It is sporadic - not happening with every tube. They did have to redraw the customer's blood due to this. This started in the month of (B)(6) and is still happening. Item number 367986 lot number 1062286 expiration date 02.28.2022. They do have unused tubes to return if needed.

Manufacturer narrative:
H.6. Investigation: bd received 5 customer samples and no photos for evaluation. The customer samples were tested and no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results based on the testing completed. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported that there is elevated potassium results. 5.4. Customer stated that they are receiving elevated potassium results. It is sporadic - not happening with every tube. They did have to redraw the customer's blood due to this. This started in the month of may and is still happening. Item number 367986 lot number 1062286 expiration date 02.28.2022. They do have unused tubes to return if needed.